Manufacturer narrative:
Malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. There was an apparent kink in the reservoir kink resistant tubing near the reservoir tube pump strain relief junction. Review of the manufacturing records for batch (B)(4) container (B)(4) confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced early leak 6 weeks after the inflatable penile prosthesis (ipp) was implanted. The ipp pump deflated and filled the bulb but did not rebound/refill when compressed. The pump tubing to the reservoir was completely twisted causing problems with cycling the device. The ipp pump was explanted and replaced with a new pump. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced early leak 6 weeks after the inflatable penile prosthesis (ipp) was implanted. The ipp pump deflated and filled the bulb but did not rebound/refill when compressed. The pump tubing to the reservoir was completely twisted causing problems with cycling the device. The ipp pump was explanted and replaced with a new pump. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced early leak 6 weeks after the inflatable penile prosthesis (ipp) was implanted. The ipp pump deflated and filled the bulb but did not rebound/refill when compressed. The ipp pump was explanted and replaced with a new pump. No patient complications were reported in relation to this event.